Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker recorded noise on both the right atrial (ra) and the right ventricular (rv) channels. Additionally, fluctuating ra impedances were observed. Boston scientific technical services (ts) reviewed data from the device and discussed that the noise on the ra channel was consistent with the minute ventilation signal. Ts recommended programming the minute ventilation sensor off and performing lead integrity testing. These recommendations will be performed at the next scheduled follow-up. It was also noted that the patient's device has migrated under their armpit. The ra and rv leads are another manufacturer's product. No adverse patient effects were reported.